Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, 30 seconds left in the ablation phase, the physician noticed a burn and the physician made some noise that he was getting burned. The physician pulled out the sheath and continued to flush the affected area with cold water. The procedure was not completed due to this event. An additional attempt has been made to obtain follow up event details with no response from the clinician. Correction as of (B)(6) 2017. The physician noticed a burn and the patient made some noise that she was getting burned.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device will be returning however, it has not returned yet; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, 30 seconds left in the ablation phase, the physician noticed a burn and the physician made some noise that he was getting burned. The physician pulled out the sheath and continued to flush the affected area with cold water. The procedure was not completed due to this event. An additional attempt has been made to obtain follow up event details with no response from the clinician.